Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Healthcare professional reports right side recurring seromas, radial folds, and "patient is extremely anxious after hearing about allergan recall and needs support and guidance". The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Patient reported "swelling in breasts".

Manufacturer narrative:
Additional, changed, and/or corrected data: b.3., b.6.

Event description:
Healthcare professional reports right side recurring seromas, radial folds, and "patient is extremely anxious after hearing about allergan recall and needs support and guidance". Patient reported "swelling in breasts". The device remains implanted.